Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
Facility reported that during the middle of medication injection, actual medication name not reported, the syringe became disconnected from the needle. The needle remained in the patient and the medication was administered at a reduced dose. The needle was safely removed without noted injury. Patient was discharged to a skilled nursing facility. The sample was placed into a sharps container and was unable to be returned for evaluation. No sample available.